Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose of 483 mg/dl. Reportedly at 8pm, the meter started reading high and ran high all night. Patient's blood glucose previously was 237 mg/dl. Troubleshooting for high blood glucose was declined by the customer. The insulin pump will not be returned for analysis.